Manufacturer narrative:
Investigation ¿ evaluation: it was reported that, ngage nitinol stone extractor basket wouldn¿t open properly prior to a retrograde intrarenal surgery (rirs) in a male patient of an unknown age. The procedure was successfully completed by using a new basket. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record, instructions for use for the device, quality control procedures, manufacturing instructions, as well as a visual inspection of the returned device, were conducted during the investigation. One device was returned in an open package with label. Device returned with kinks throughout basket sheath, support sheath has significant bow. Handle does not actuate basket formation, disassembled handle and basket formation cannot be manually actuated support sheath and basket sheath are detached. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found no relevant nonconformance that could have contributed to the reported failure. Three other complaints were associated with the final product lot number, two of the three are related to the current failure mode. Cook also reviewed product labeling: a review of the IFU provides the following information: suggested handling instructions for extractors and forceps: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, and dry place. Evidence gathered upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive root cause for this event could not be established. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1-(customer person) (B)(6). G4: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that, ngage nitinol stone extractor basket wouldn¿t open properly prior to a retrograde intrarenal surgery (rirs) in a male patient of an unknown age. The procedure was successfully completed by using a new basket. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.